Manufacturer narrative:
Inspection confirmed the broken wire on the es16r electrode. We attempted to duplicate the reported nonconformance using an es16r electrode using the same generator and settings used by the end user (13 watts setting in fulguration mode using an a950 generator). Under simulation, the loop wire broke after 2 activations. Fulguration mode is not intended for use with an electrode. Per the current loop electrode instruction for use (mc-18051), the recommended settings for loop electrodes specify a maximum setting of 55 watts in pure cut or blend mode. The user attempted to use the device in fulguration mode.

Event description:
The wire broke during first use of a reusable lletz loop electrode. There was no patient injury.